Manufacturer narrative:
Engineering analysis evaluated the returned part and reported the returned cable is crushed approximately 1 inch from the right angle lemo connector. This may have led to intermittent connection/functionality. The cause of the issue was most likely due to misuse.as previously reported, the part was replaced to resolve the issue. No further relevant issues reported.

Manufacturer narrative:
Patient information was not made available from the site. Return requested. Replacement ext scu to r/a psu cable shipped to site 09/25/2015. Medtronic investigation of returned suspect ext scu to r/a psu cable finds that the returned cable is crushed near the right angle lemo connector. However, the cable passed a continuity test with no opens or shorts detected. Physical damage - cable cut, damaged. On 09/27/2015, a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On 10/07/2015, a medtronic representative, following-up at the site, reported replacing the cable and the reported issue was resolved. The navigation system worked properly. No further issues have been reported.

Event description:
A site representative, stealth coordinator, reported that while setting-up for a cranial resection procedure, it was noticed the camera had a red x and was not tracking any instruments. In trouble-shooting, the navigation system was re-booted and normal function was restored. Delay in therapy was less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.